Event description:
The port was inserted on 6/3/94, via right subclavian vein. Catheter needed to be removed due to end of chemo treatment for cancer of the breast. Pt complained of discomfort when flushing catheter. When catheter was removed, part of catheter was missing. Films demonstrated catheter in the right side of the heart. Pt was transferred for cardiac catheter removal.